Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow up, it was discovered that the patient had an ipg pocket site revision on an unknown date. No further information is available at this time.